Event description:
On (B)(6) 2001, I had bilateral breast augmentation performed. The plastic surgeon used mentor smooth saline filled implants placed in the submammary gland in both breasts. In 2019, I experienced a series of health issues. I have medical records and pictures indicating rashes on my stomach and legs in (B)(6) 2019. However, my first symptom was extreme fatigue. My health started to decline and I was in and out of the ER and visits to my pcp. I have medical records to indicate all of my health issues, however, I was not getting better. Symptoms included, rashes, extreme fatigue, depression, anxiety which were all treated, however, as time went on, hair loss, shortness of breath, extreme joint pain, unexplained bruising, vision loss and memory loss was occurring. On (B)(6) 2022, I woke up and noticed a considerable change in appearance with my right breast. It looked deflected. I contacted my pcp, the pcp advised me to call the plastic surgeon that performed the procedure. The plastic surgeon, after a physical examination, said he did not feel a leak or rupture. On (B)(6) 2022, I emailed pictures of both breasts to another plastic surgeon. He confirmed a distortion in the right breast, a leak from a malfunction in the valve of the implant which is filled with silicone. Since my visit with the original plastic surgeon on (B)(6), I've had countless visits to my pcp, another visit to the ER in order to rule out diseases and illness from results of blood work. It has been a struggle to get an emergency ultrasound. Finally, the mammogram and ultrasound shows benign left capsular calcifications, asymmetry in the inferior left breast, anterior depth. My medical journey has been frustrating and disappointing with some of the medical professionals. I've trusted all the doctors I've consulted with, in their ability to help diagnose my health issues. However, that has not been the case. Most doctor's (ie: plastic surgeons) did not take the time to see me or were too confident in their lengthy time in the medical field, to hear my health issues. Fortunately, with the support of a few compassionate, intuitive and most knowledgeable doctors, I've learned how to advocate for my health, by researching the medical unknowns. Through the process of elimination and progressive gutsy forward thinking, these doctors have ruled out several diseases that could have been associated with my symptoms. An ultrasound and mammogram shows benign left capsular calcifications, asymmetry in the inferior left breast, anterior depth with breast density category d - extremely dense along with my pcp's referral of "breast implant removal" for further diagnosis. Once I noticed a clear difference in the appearance of my breasts ((B)(6) 2022), compounded with three years of ongoing physical complaints and illness, I am screaming to "just take these "profanity" out!" With all this being said, I'm searching for a plastic surgeon with inclusive leadership qualities to not question whether a health concern is controversial but to put their patient's health first and foremost. FDA safety report ID# (B)(4).